Event description:
Per the clinic, the patient experienced an inflammation around abutment site (date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2022 during the surgery in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.

Manufacturer narrative:
This report is submitted on june 01, 2022.